Event description:
The caller stated that the cuff would not stay inflated. The issue required recannulation with another 8sct. The caller stated that the device had been in use for four days. The exact position of the leak was not found. The caller did not know how much pressure was used to inflate the cuff.